Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace instrument was not able to deliver energy when activated by the surgeon at the surgeon side console (ssc). The customer reseated the energy cable three times, but the issue remained. The procedure was converted to open. Isi followed up with the initial reporter and obtained the following additional information: the patient was converted to open due to the harmonic ace not functioning. It was a liver transplant surgery. There was no injury reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection did not reveal any damage. The instrument passed energy recognition. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blade opened and closed properly. The instrument passed the seal and cut test on 2 of 2 attempts. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.